Manufacturer narrative:
(B)(4) reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products - item #15-106052, magnum m2a cup, lot #172130. Part: 103200 name: taperloc por fmrl 5.0x130 lot: 794790. Source: attorney. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01672.

Event description:
It was reported that a patient underwent a left hip revision surgery approximately 7 years post initial surgery due to pain, discomfort, metal wear, elevated metal ion levels with bone and tissue destruction. Post op diagnosis states acetabular rotation with loosening with suspected local adverse tissue effects from the increased metal ion environment. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 15-106052, m2a-38 cup non flared sz 52mm, 389590. (B)(4). Reported event was confirmed by operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision arthroplasty approximately seven years post implantation due to acetabular component rotation with loosening and suspected local adverse tissue effects from the increased metal ion environment with significant acetabular bone loss of the posterior column and posterior superior acetabular dome. Tan and dense fibrous tissue had formed around the acetabulum as well as acetabular metal staining were noted. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An m2a 38mm mod hd std nk, part # 11-173662 from lot 006280, and an m2a-38 cup non flared sz 52mm, part # 15-106052 from lot 389590, were returned and evaluated against the complaint. The devices are fused together and could not be separated by hand during the evaluation. A small portion of the heads outer radius is exposed. The outer radius is scratched and discolored by dried debris. A few dings were observed around the rim of the head. White debris was observed inside the head's taper. The cup is covered in foreign debris. No additional observations could be made regarding the cup due to being fused with the head. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.